Event description:
It was reported that the front right leg of a 9781 shower chair cracked and broke under the user. The user fell and hit her head, neck, and hip on the left side. An ambulance was called and the user was taken to the emergency room for headaches. It was found the user had no broken bones. Additional information is not available.